Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a the 3-way catheter had reversed ports for irrigation and the balloon. The catheter was placed for continuous bladder irrigation and it would not flush due to the reversed ports. The doctor was notified and the nurse attempted to remove the catheter, but was met with resistance. Urology was consulted and the catheter was placed under direct ultrasound vision/guidance. It appeared that the balloon was deflated and the catheter was removed from the patient with the tip intact. The catheter did drain urine appropriately throughout the patient's stay. The catheter had just been inserted. There was not any water removed from the time trying to remove the catheter and the patient going to ultrasound. The balloon did not burst. Another catheter was placed. There were no other impacts to the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. One used foley catheter with the original packaging and 2 syringes were returned for evaluation. Per visual inspection, the exterior of the sample was examined and the valve/cap was found attached to the irrigation lumen, and not the inflation lumen. A potential root cause is the catheter funnels were turned incorrectly during the valve/cap process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that a the 3-way catheter had reversed ports for irrigation and the balloon. The catheter was placed for continuous bladder irrigation and it would not flush due to the reversed ports. The doctor was notified and the nurse attempted to remove the catheter, but was met with resistance. Urology was consulted and the catheter was placed under direct ultrasound vision/guidance. It appeared that the balloon was deflated and the catheter was removed from the patient with the tip intact. The catheter did drain urine appropriately throughout the patient's stay. The catheter had just been inserted. There was not any water removed from the time trying to remove the catheter and the patient going to ultrasound. The balloon did not burst. Another catheter was placed. There were no other impacts to the patient.